Event description:
During an unrelated electrophysiology procedure, the electromagnetic interference (emi) triggered a false elective replacement indicator (eri) was received. Technical support was contacted, and a firmware download was performed in order to resolve the event. The patient was stable.